Event description:
It was reported the top light does not flash when alarming. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The product was found to be in good physical condition. The reported problem was able to be duplicated determined to be caused by impact by the customer. The root cause of the reported issue was found to be the broken light-emitting diode (led) indicator off the main board is consistent with the monitor being severely impacted. A device history record (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).